Event description:
A customer reported that the laser displayed an "external energy is too high" error during treatment. The treatment was aborted with approximately 33% of the treatment completed. The system was unable to be used due to the error. The system was serviced the same day and the patient returned later that day for treatment which was completed without patient harm. The patient was seen in follow up and was noted to have good vision in the right eye.

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Logfile review showed there was no laser firing, the warning message interrupted the system before laser emission. The user tried to go on with the treatment without success during multiple attempts and aborted the treatment. During an onsite visit the fse (field service engineer) recalibrated the energy table and successfully completed system verification to specification. Root cause is unknown. No contributing factors identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).